Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Lead dislodgement was also noted.

Manufacturer narrative:
Final analysis found deformation of the s-coil curve of the lead as received. The lead exhibited normal electrical characteristics.